Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Additional information received indicates that the ceramic head was fractured into many pieces.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to pain.

Manufacturer narrative:
The complaint states revision due to pain. A review of complaints databases and manufacturing records did not identify any anomalies. The returned parts were transferred to bioengineering for visual inspection, the attached report was received stating with regard to the head: taper score: 2, stripe wear: yes, wear scar: yes, estimated coverage of metallic transfer: 6-25%. With regard to the liner: wear scar: yes, fine scratches present on 1-24%, back face taper score: 1. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.